Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs 2937457-2014-01308, 1225714-2014-05314, 1225714-2014-05315.

Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on (B)(6) 2007 and subsequently expired after the use of the product.